Manufacturer narrative:
Device data from the perfusion event was provided for review. Review of the data did not demonstrate any issues with the recirculation sensor and pump run states; they follow the correct operation. The ascites pump is going on-off constantly throughout the whole perfusion, this is due to the level of fluid intermittence in the ascites sensor. Device was inspected at the customer site and no abnormalities or complications found. The device passed all device testing with no abnormalities with the ascites sensor or pump noted.

Event description:
It was reported that during perfusion, low volume was noted in the reservoir bag. Message code 300 (ascites pump running continuously) was delivered to the user. It was noted that the bottom of the liver bowl had a moderate amount of volume, however, the recirculation pump was not turning on. A start-stop was performed which resolved the message code, however, the recirculation pump still did not turn on. The recirculation fluid sensor tubing was removed, re-wetted and replaced and the pump subsequently turned on and the reservoir bag began to regain volume. The recirculation was noted subsequently to continue to be triggered on despite no perfusate at the bottom of the bowl. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.